Manufacturer narrative:
Information was not provided. No patient injury was alleged. Date of event(s) were not provided. Report date was used as the d.o.e. Product lot # was not provided, therefore device manufacture date, expire date and UDI could not be provided. The product and packaging were discarded by the facility, therefore not available for evaluation. Product lot # was not provided. Without the sample, root cause of reported issue could not be established. 3m will continue to monitor. Attempts are being made to obtain further information.

Event description:
A hospital employee in (B)(6) alleged they had several 3m¿ ranger¿ fluid warming sets (model 24355) which were not connected upon package opening. The hospital's nurses reportedly screwed on and tightened the leurs on the sets. The employee alleged the connections were not tightening properly. One set was reportedly taped together to use on a patient. Further device usage details were not provided. The employee alleged three IV leaks and two blood leaks occurred in the month of (B)(6) 2019. No further incident details were provided. The leaks reportedly occurred from the leur connection points. The facility discarded the product and packaging. No harmful exposure to blood was specified. No staff or patient injury was alleged.

Manufacturer narrative:
Added product lot. Updated method, results and conclusion codes. One unused sample from product lot hx8313 was received and evaluated. All the luer connection for this sample were verified as secure. 3m was unable to replicate the issue reported by the customer. 3m will continue to monitor. End of report.